Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the coronary diagnosis procedure. The procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. A review of the system logfiles found a 03pc generator error due to the emission current of the frontal x-ray tube was out of range. Upon troubleshooting actions, fse performed an x-ray tube adaptation. After repairs, the system was returned to use in good working order.

Event description:
It has been reported to philips that there is an exposure problem. The issue was found during clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and performed tube adaptation, which resolved the issue. The device was returned to use in good working order. Philips has started an investigation of this complaint.